Event description:
Olympus (okm) was informed that the customer¿s evis lucera elite colonovideoscope was returned for service/repair for a reported ¿blockages¿ found during reprocessing. Upon inspecting and testing, the service evaluation identified foreign black colored debris lodged in the air/water nozzle. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as foreign black colored rubber -like debris lodged in the air/water nozzle. The blockage is causing air/water flow/volume restrictions. Additionally, the distal end/bending section cover adhesive has pitting. Both the objective lens and light guide cover glass adhesives are worn. The scope has fluid ingress inside the scope connector. The right angulation is below specification. The scope failed the electrical safety test. The scope was last serviced via repair in (B)(6) 2021 with the customer¿s reported ¿unsupported scope error¿. The scope was repaired to standard specifications. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that a piece of the injection tube or the silicone product entered the channel and clogged the nozzle. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.